Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Further information on the implant registration card states that two channels were left extra-cochlear at implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user_s father reported that the child had a head trauma directly to the implant site. Hearing performance with the device is affected.

Event description:
The recipient's father reported that the child had a head trauma directly to the implant site. The hearing performance with the device started to be affected after the event. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Conclusions: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition two channels were left extra-cochlear since initial implantation. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported that the child had a head trauma directly to the implant site. Hearing performance with the device is affected.